Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the vyaire field service representative (fsr) cycled power and duplicated the reported event. The fsr replaced the user interface module (uim) and return the alleged faulty uim for a component evaluation by vyaire. The operational verification procedure (ovp) was performed and passed. Having met the product testing requirements the device was returned to the customer.

Event description:
The customer reported an unresolved blank touchscreen display on this avea ventilator. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
The service evaluation was not included in the initial submission in error. Service evaluation: the vyaire medical service group received the suspect trade-in user interface module (uim) component for investigation. The service group identified the uim component as an end of life component, which is no longer supported or manufactured. The service group scrapped the uim component and no further investigation was performed. This issue will be internally investigated within vyaire medical.